Manufacturer narrative:
A cardioquip customer submitted an hpc test to cardioquip for their devices water quality, due to suspected contamination. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. These options would return the device to specification and full functionality. These options were relayed to the customer via email on (B)(6)2024. As of the date of this report the customer has not responded to these options.

Event description:
A cardioquip customer completed an hpc test for their devices water quality as they suspected contamination. Test results which were outside of cq specifications for water quality were received on (B)(6)2024, indicating device contamination.